Manufacturer narrative:
Additional information and corrected data: section b5 - describe event or problem: additional information was provided and it was learned that the rear leg of the lens got stuck to the plunger, causing the lens to retract along with it. The lens was not in contact with the patient's eye, and the surgeon requested a replacement lens. Upon further review of the new information received it was determined that the reported incident does not constitute a malfunction that could cause a debilitating condition as there was no patient contact. Therefore, this event is no longer reportable and no further information will be provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was in bad condition. No further information was provided.